Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-03275. It was reported the pt experiences heating and burning at her scs ipg pocket site while using system stimulation. Follow-up identified the heating/burning improved with reprogramming; however, the pt still experiences a slight warming sensation while using system stimulation after an additional reprogramming. Surgical intervention will be taken at a later date to address the issue.